Manufacturer narrative:
Natus has launch an investigation into customer reported issue. Natus tech support has recommended using natus radiometer to get intensity measurements for neoblue devices. A supplemental report will be provided once additional information is available.

Event description:
The customer reported to natus on (B)(6) 2017 that their hospital staff had a neoblue 3 unit "wasn't working right." The staff did not specify how the unit failed. The customer reported patient involvement, the patient was transferred to a different phototherapy device. The customer confirmed there was delay in treatment, but no death/serious injury or environmental/safety concerns.

Manufacturer narrative:
The customer stated that at the time of the reported failure, the staff had found the neoblue 3 to measure within intensity specifications using an olympic bili-meter. Natus technical service has made several follow-up attempts to get an update on the system, the customer did not respond to the follow up communications.